Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via a manufacturer representative. It was reported that the implant date was in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was empty very quickly after six months. The ins was at 2.79 volts. The impedances were the following: 1088-1123-1210-1055-1067-1092-1261. The ins settings included: "450/60 vt 4 electrode 3+ 4- 5+ 6+". A longevity estimation was performed with the following settings: 450 s, 60 hz, 4 v and 500 ohms. Assuming the settings and impedances stayed the same and the ins was used 24 hours/day, it was expected the ins would reach end of service after 17 months. The manufacturer representative offered the healthcare professional help to see the patient and check the settings of the ins, but she didn't respond. The manufacturer representative did not know the cause of the product problem and noted there was no clear issue at the moment.